Event description:
Caller reported an error with the cgm, specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through a pump reset by technical support, and the error did not recur, allowing the caller to successfully start their sensor session.